Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction with no patient contact. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.

Event description:
Zirconia fracture. No patient contact. Abutment was received by doctor, broken from lab.